Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: multiple power on reset events observed in the black box. Pump was returned with a crack in the battery compartment along the side. Threads on the battery cap and on the battery compartment are stripped and are unable to secure- intermittent power was duplicated during the investigation. A test battery cap was able to hold for testing. Pump exercised for 24 hours with no further loss of power occurring.